Manufacturer narrative:
(B)(4). One spring wire guide (swg), lidstock (cs-25703-e / (B)(4)), and several other components were returned. It was determined that the returned dilators and needle are not provided in cs-25703-e kits. The swg was visually examined and it was observed that there were two kinks located at 19 and 21cm from the j-tip bend. The length and the diameter of the swg were measured and both were found to be within specification. A manual tug test determined that both welds are intact with the coil/core wire. A device history record (DHR) review was performed on the swg with no evidence to suggest a manufacturing related cause. The report that the guide wire kinked during insertion was confirmed by visual examination of the returned sample. The spring wire guide had two kinks located at 19 and 21cm from the j-bend. Since the guide wire is always inserted through another component such as an introducer needle , ars syringe , or introducer catheter , and none of these components were returned, the probable cause of this issue could not be determined. No manufacturing, supplier or design issues were identified.

Event description:
The customer alleges that the swg kinked during use. A new set was opened and the procedure was completed without issue.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the swg kinked during use. A new set was opened and the procedure was completed without issue.